Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and replaced the keyboard printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the graphic user interface (gui) keyboard on an 840 ventilator was intermittently responsive. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.